Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, which prevented the malfunction code from recurring. The customer was informed that they could continue using the pump and were advised to call back if any malfunction code recurred, which the caller acknowledged and understood.